Manufacturer narrative:
H3: product analysis observed that the device and tyvek envelope were returned together in plastic sleeve (non-original packaging). Upon return, the traces of contamination were observed on the diamond tip. There was no damage noted to the outer tube, outer hub, or the irrigation port. However, it was observed that the inner shaft was broken 0.69 inches from the distal end of the inner hub to the broken point. The functional testing could not be performed due to damaged condition of the device upon return. H6: codes b01, c070603, d1102 and g04112 has ben updated. The previously updated codes b17, c20, d16 and g04041 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during tear film nasal anastomosis the bur side suction port of the bur was blocked and another sample bur connection point with the handpiece was broken during the procedure. Some fragment fell onto the operating table, but the fragments did not enter the body and had no impact on the surgery. The procedure was completed with the another device. There was no patient injury.